Event description:
The hospital reported that during an endoscopic vessel harvesting procedure during the cauterization process, vasoview hemopro 2 the cauterization becomes impossible ¿ a situation where no energy is being generated. Harvester checked the connectors, etc., but there was no power, so they changed to another device. The device passed the pre-cautery test, jaws had enough heat, and jaws were able to effectively cut tissue. However, after trying ablation several times, the cautery stopped in the middle. There was no procedural delay. There was no health hazard to the patient.

Manufacturer narrative:
Tw ID (B)(4) since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device discarded.

Manufacturer narrative:
(B)(4). The lot # 3000347004 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure during the cauterization process, vasoview hemopro 2 the cauterization becomes impossible ¿ a situation where no energy is being generated. The device passed the pre-cautery test, the beep sound was heard when the toggle was pulled, and was initially able to cut tissue effectively. The device was working but suddenly stopped. Harvester checked the connectors, etc., but there was no power, so they changed to another device. The device passed the pre-cautery test, jaws had enough heat, and jaws were able to effectively cut tissue. However, after trying ablation several times, the cautery stopped in the middle. There was no procedural delay. There was no health hazard to the patient.

Manufacturer narrative:
Trackwise #: (B)(4).